Event description:
The distal tip of the inflatable bone tamp broke off from the catheter during surgery. Doctor used additional interverntion (forceps) to retrieve the tamp from the vertebral body. No major delay in surgery was noted. No patient complications noted.